Manufacturer narrative:
Please fax all paperwork to the surgery center at 250 314 1196, sending kit to surgery center attention kim, 200-741 sahali terrace room, phone 250-314-0076, city kamloops, bc ext.canada, fax-250-314-1196, postal code-v2c 6x7 mobile,no email info@kamloopssurgery.com. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Physician reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Event description:
Physician reported right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.